Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During functional testing, the device failed to power on. There was no patient involvement in the reported malfunction.